Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s therapy stopped due to a power on reset (por). The patient said they charged the ins and when they went to turn the ins back on she saw a por. The por was an informational por and it was not related to an overdischarge event. The patient was able to clear the por and then saw a poor communication on the programmer. The patient unplugged the antenna and plugged the antenna back in and was able to get past the poor communication. The patient turned the therapy back on and therapy was adequate. The patient said stimulation was on, adaptive stimulation was on, and the patient was at 240. The patient said the ins battery was full and the programmer was at ¼ full. The patient reported bad neuropathy in her feet. The patient¿s foot specialist told her the ins could be used to address her neuropathy. The patient attempted to use the ins to see if the patient could get stimulation down to her feet, but then the por and poor communication came up. The patient had been getting foot treatment with a tens type unit called neurogenic x-machine, but it is only short-term treatment for the patient. No further complications were reported.